Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to have no issues related to the customer reported issue during visual inspection. The ccc was installed on a test system and functioned as expected. The vision side cart (vsc) monitor could not show full display on the screen and the vision cart power button would not stop blinking blue with a message of "insufflator disabled." The system was not able to program, and the vsc could not connect to the patient cart in this state. Unit was installed on a test bench and powered on with a power supply. Unit was connected to a pc and identified the tegra module was visible. The unit was confirmed to be non-functional. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer observed a flashing blue light on the vision side cart (vsc) and a message indicating that the patient side cart (psc) and vsc were connecting. The technical service engineer (tse) advised the customer to turn off the vsc breaker, power down the surgeon side console and psc, then power the vsc back on. The customer understood and ended the call. The procedure was completed with no reported injury.